Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an implant procedure. Upon positioning of the right atrial lead, high capture thresholds were noted. The physician attempted to reposition the lead, but the lead exhibited helix rotation issues. The physician exchanged the lead during the same procedure on (B)(6) 2020. The patient experienced no adverse consequences.